Manufacturer narrative:
A workaround solution was provided to the customer, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to make x-ray exposures due to an issue in x-ray generation on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.